Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid-right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in percutaneous coronary intervention. During procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure for 10 seconds. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.